Manufacturer narrative:
Investigation summary: one used actual sample without packaging was returned for investigation. The actual sample was subjected to visual inspection. V-cut was observed on the returned sample. The v-cut could have been caused by the cannula pierced through catheter. The cannula pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. However, there is an automated vision inspection machine, which can detect and reject product with cannula pierced through catheter in the assembly process. Device history record was reviewed and no quality notification was raised for similar non-conformance during the production of this batch. The root cause of the nonconformance could not be determined. The trend of this nonconformance will be monitored. CAPA # (B)(4) was initiated to address this issue.

Event description:
It was reported with the use of the bd insyte-w¿ peripheral venous catheter there was an issue with insertion wire with holes. There was no report of injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte-w¿ peripheral venous catheter there was an issue with insertion wire with holes. There was no report of injury or medical intervention.